Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized for diabetic ketoacidosis, with blood glucose levels over 500 mg/dl. The customer also stated that he had a stomach virus that may have contributed to the elevated blood glucose levels. Nothing further was reported.